Event description:
In 2005, the pt underwent an endovascular procedure an infrarenal aortic aneurysm. Unk date, 2007, a computed tomography measured the aneurysm sac at 60x67 mm. In 2008, computed tomography measured the aneurysm sac at 63x72 mm and indicated a possible type I endoleak. The following month, the pt underwent an endovascular reintervention where an aortic extender component was implanted, which resolved the proximal type I endoleak. It was noted there was some migration at the proximal end of the endograft system. Measurements are not available. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.